Manufacturer narrative:
G4: 22mar2020 b4:(B)(6)2020. The manufacturer¿s international service technician inspected the device and confirmed the reported issue. The vibration-proof ring was adjusted, and it resolved the noise. The manufactures international service technician also found that when a value was set at 100 % on an oxygen-concentration test, its accepted range was from 95 to 105 % inclusive but a measured value was 94.8 %. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the ventilator had a noise heard at the time of expiratory positive airway pressure (epap) when the unit was checked after use. A resonance-like sound/vibration was confirmed depending on the resistance when inspiratory positive airway pressure (ipap) was shifting to epap. There was no patient involvement.